Manufacturer narrative:
On 9/9/2019, investigation was completed. On 9/19/2019, mentor became aware that the replacement devices used were catalog number: 3503254bc; serial number (B)(4) on the left side and catalog number 3503504bc; serial number: (B)(4). On the right side. Tracking # (B)(4) has been provided. However, according with fedex website, the device has not been returned to mentor for analysis and therefore no further investigation can be performed at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Rupture, as indicated in the IFU, is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/28/2019, mentor became aware that the date of explant is (B)(6) 2019. Hence, fields "explantation date", and "method code" have been updated. Have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: right side 450cc mentor memorygel breast implant; catalog number: 3504504bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 450cc mentor memorygel breast implant and was presented with left side breast implant rupture, along with pain, burning sensation, and coldness within the left breast on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.